Manufacturer narrative:
The sample was plasma. The customer was experiencing issues with calibrating calcium and chloride. Ca results were suppressed; however, the instrument did not generate erroneous ca results. The customer repeated qc runs multiple times to bring it within established range. Qc and calibration data were not provided. Customer verbally confirmed qc and calibration were within range. The customer replaced the calc and cl electrodes, but continued to experience occasional issues. A beci field service engineer (fse) found white build up in the ion selective electrode tubing. Fse replaced the tubing, straws, and reagents. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous high chloride results (131 mmol/l) on one patient generated by the unicel dxc 800 pro synchron chemistry analyzer. The sample was not reported out of the laboratory; hence, patient treatment was affected by this event. The initial sample was repeated and a lower result of 105 mmol/l was obtained and reported.